Manufacturer narrative:
Subsequently, hcp reported a high but within specification pace impedance measurement for the competitor's lead. Hcp also asked if the latitude remote monitoring alerts could be reprogrammed; ts advised they could not, that they are hard-coded in the system. Two weeks later, a high out-of-range pace impedance alert was generated by latitude. The calling hcp reported the lead had been checked and subsequent measurements were normal and stable. Ts discussed checking the lead and the lead/device connections. The lead and device remain in service, and continue to be monitored. Additional information revealed that approximately one month later, a high shock impedance measurement equaling 125 ohms was detected. The health care provider was aware of the shock impedance measurements measuring high for this patient and device system. There were no reports of adverse patient effects, and the device and lead remain implanted and in service. This report will be updated if additional information is received. Subsequent information received revealed that approximately three months later, a high pacing impedance measurement equaling > 2000 ohms was detected. There were no reports of adverse patient systems.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was associated with a high shock impedance alert for a competitor's right ventricular (rv) lead. A boston scientific technical services consultant (ts) discussed that the observation of a gradual rise in shock impedance measurements, with a non-standard implant in an infant, suggested that there was a change in the physical interface between the lead and patient tissue, such as fibrosis or scarring, and not a device or lead malfunction. Ts discussed testing the patient's system to ensure appropriate sensing and therapy delivery, and that delivery of a full-energy shock would provide a better measurement of the shock impedance than the low-energy daily measurement test. Subsequently, ts and the patient's physician discussed that the specified maximum impedance measurement for the competitor's lead is 200 ohms, and that the limit of measurement for the patient's boston scientific device is 125 ohms. The bsc field rep and the patient's health care provider later indicated that the high impedance measurements are due to the type of lead (single coil competitor's lead placed epicardial) and its position around the heart of an infant child. Hcp asked for ways to avoid getting red alerts for this condition without losing ability to monitor.